Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, after non-bsc catheter insertion, bleeding was noted around the catheter at the valve, and the issue could not be resolved. The sheath was replaced, and the procedure was completed without patient complications. The device is not expected to be returned as it was disposed.